Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified sepramesh composite ip. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #1). Per operative notes, ¿the incarcerated hernia defect with incarcerated omentum were identified and reduced. A sepramesh ip (device #1) was placed and tacked.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #2). Per operative notes, ¿the hernia defect with incarcerated omentum were identified and reduced. The omentum and small bowel adherent to prior placed mesh were taken down. A ventralight st mesh (device #2) was placed and tacked.¿

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified sepramesh composite ip. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."